Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issue occurred. The target area was located in the right upper arm. A 8.00 mm/2.0 cm/90 cm 2 cm peripheral cutting balloon® was used along with the unspecified 7f sheath. The balloon was inflated at 10atm; however, when tried to deflate the balloon, it would not deflate. Several maneuvers were done to deflate and reinflate the balloon including the usage of a stop cock but was unsuccessful. Additional interventions were performed and the balloon, sheath and an unspecified wire were removed after benadryl labetalol and protamine were given. Pressure was applied to the site for 30 minutes with no bleeding and the fistula was palpated. The procedure was completed with this device. No further patient complications were reported and the patient's status was fine. The patient was discharged.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the shaft was performed and revealed severe stretching and kinking damage along the length of the shaft. The blade was also examined and identified that 17mm of blade and pad was partially detached on the proximal end of balloon leaving 3mm of blade and pad still attached to the balloon material. The total size of the blade is 2cm. All other blades were intact and fully bonded to the balloon surface. The balloon was not folded and blood was visible on the outside of the balloon. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rate of burst pressure of this device is 10atm (atmospheres). No issues were observed with the tip or markerbands of the device which could have contributed to the complaint incident. The guidwire was removed from the device; however, resistance was encountered due to the stretching and kinking damage noted along the shaft of the device. Due to the condition of the returned device it was not possible to remove the device from the 7fr introducer sheath. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications..the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that a 90% stenosed target lesion was located in the av fistula at the right proximal cephalic/ subclavian vein. A 7fr non bsc sheath device and 0.018x300cm non bsc guidewire were used. Prior to the start of the procedure, the patient was given 3000u of heparin. Inflation was performed at 2, 2, 6, 4, 2, 4 and 10atms throughout the stenosis. After the 10atm inflation, the balloon did not completely deflate, approximately the distal ¼ of the balloon. Furthermore, attempts to re-inflate the balloon were also made without success. The balloon was pulled back out of the stenotic area and again attempts were tried and unsuccessful. The balloon would not completely deflate nor would it re-inflate. It appeared there was no longer a communication between the non bsc inflation device and the passage for the balloon to inflate and deflate. The patient received additional sedation. The distal approximately ¼ of the balloon was never completely deflated and would not retract into the sheath so the equipment exited the access site.